Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as a break in sterile technique where the patient dropped the patient line from the cycler on the floor then picked it up and used it without cleaning it. The peritonitis event was manifested by cloudy peritoneal effluent and abdominal pain. Three days after the event, the patient was hospitalized. While hospitalized the patient was treated with intraperitoneal vancomycin (2g; frequency and duration not reported) and intravenous vancomycin (1.5g; frequency and duration not reported) for peritonitis. Four days after admission, the patient was discharged from the hospital. Twenty days after the event onset, the patient was started on keflex (500 mg orally twice a day for fourteen days) for peritonitis. Therapy was ongoing. The patient is to be retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.